Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient just was not getting relief from the therapy and was looking for answers. Prior to the report, patient was on their third adjustment with a different doctor, patient stated that they got about 5 days of really good relief and then they lost the relief. Patient noted that they had 5 total adjustments. Patient programmer (pp) showed on/ok. It was unknown if the health care professional (hcp) had provided the patient ability to change amplitude or groups. Patient stated that they saw a new hcp a couple weeks ago but was not going to get adjusted for 4 more weeks, patient said 6 weeks was a long time for them wait. Patient stated that the doctor was just so busy and that's why the patient was waiting for an appointment. It was reported that patient fell after the adjustment they got in (B)(6) 2018, further mentioning that one thing that was happening to the patient now was their thighs were knotting up and contracting, and they asked if there was any type of adjustments to help with that issue. Patient was redirected to follow up with the hcp to see what adjustments are appropriate to help give patient relief. Patient mentioned that the hcp requested for patient be put to sleep while they were getting the implant surgery and felt that patient should have had one lead implanted at a time instead of both leads at the same time. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they have dyskinesia which the dbs has never helped with and "it made it worse if anything". Patient asked if he should just play around with his medications and also asked about making adjustments to therapy settings. Caller was redirected to follow-up with their healthcare provider to discuss concerns and questions regarding making adjustments to amplitude/group and medication. The patient will be seeing their healthcare provider on december 3rd. Patient reported the healthcare provider that the doctor was a little disenchanted that the implanting physician kept the patient asleep during implant and that they did both side at the same time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they have had seven tune ups and it was not right yet. The patient felt so bad all the time. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the device was not working well for them, the patient's physician plans to replace it with a boston scientific ins and keep the medtronic leads in place, and patient asked if we had any information on this issue. It was reviewed for the patient that this is considered off label and therefore cannot comment on this practice. The replacement surgery is scheduled for the 20th of this month.